Event description:
It was reported that fluctuating hv lead impedance was observed. At explant kinking on the lead was noted. Lead was cut and capped. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.